Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd pen ndl 32g 4mm is difficult to operate. The following information was provided by the initial reporter: without being dispersed in the blood.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #: lot was reported; however, this is not a lot #1229485 manufactured for the reported catalog #. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd pen ndl 32g 4mm is difficult to operate. The following information was provided by the initial reporter: without being dispersed in the blood.